Event description:
Freestyle libre 3 plus incorrectly reported blood glucose of < 41 mg/dl. Actual reading by blood sample was 109 mg/dl. This has happened several times with previous devices of the same model. I had previously not reported this thinking those devices were part of the previous recall, but this device is new and cannot be part of that recall.